Event description:
When drilling with a one step drill during a recon nailing the drill became lodged inside the drill sleeve. Also a 6.5 x 85mm screw broke during insertion. The solid step drill also became stuck in the t handle. We opened a new drill and did not use the drill sleeve. We were able to extract the broken screw both pieces and replace it with a new one to complete the case. The drill bits that were used where brand new sterile packed drills.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
When drilling with a one step drill during a recon nailing the drill became lodged inside the drill sleeve. Also a 6.5 x 85mm screw broke during insertion. The solid step drill also became stuck in the t handle. We opened a new drill and did not use the drill sleeve. We were able to extract the broken screw both pieces and replace it with a new one to complete the case. The drill bits that were used where brand new sterile packed drills.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The flattened and abraded thread windings indicate that the screw thread and near surface had contact to a hard object during screwing, most likely the lag screw hit the nail. Due to strong torque forces the screw broke finally due to a torsional overload (user related). No discrepancies were detected during risk analysis review. No non-conformity identified; previous actions are in place.